Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's spouse reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 407 mg/dl at the time of incident. Customer was advised to assemble a new infusion set with current reservoir and to verify connection. It was also advised to manually push plunger to see if insulin exits the tubing. Customer stated insulin exited the tubing. The insulin pump will not be returned for analysis.